Manufacturer narrative:
(B)(4). During processing this complaint, attempts were made to obtain complete event information; the physician commented that he was aware the wire was not recommended for use in ablation, but there was no other choice. The blood vessel damage occurred because he pushed the burr where resistance was felt. After placement of the stent graft, bleeding had stopped and it would not be necessary to take a surgical intervention. The patient was discharged from the facility on (B)(6) 2017. Investigation of the device could not be conducted since the device was not returned to the manufacturer. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information, it is presumed that the concluded that unrecommended use of the guidewire had contributed to this adverse event where the ablation wire could not cross the lesion and the physician chose to use this guidewire which is prohibited the use in combination with the ablation system; there was no indication of product deficiency. It could not be certain that this guidewire might have contributed the vessel damage; therefore, this case is considered to be reportable. The IFU states: [precautions] contraindications, warnings, precautions, and intended uses of interventional devices are described in the instructions for use supplied with the respective interventional devices. Before using an asahi ptca guide wire with other interventional devices (sheath introducer, shaping device, ptca guide wire, extension wire, ptca guiding catheter, ptca dilatation catheter, micro catheter and stent), read the instructions for use of the other devices to ensure the other devices are compatible with the asahi ptca guide wire. Ensure you choose the correct asahi ptca guide wire and that its use is consistent with the contraindications, warnings, precautions, and instructions for use of both the other devices and asahi ptca guide wire; and, [malfunction and adverse effects] damage to a vessel, including possible vessel perforation.

Event description:
During pci for treating a heavily calcified cto lesion in the rca #2, a 0.014 inch guidewire was advanced to the lesion but two other catheters could not cross the lesion. In order to do ablation, a rota wire was advance to the lesion but it failed to cross. A 0.010 inch asahi wire, which is not recommended to use with the ablation system, was used instead and it crossed the lesion. A 1.25mm ablation burr was delivered over the guidewire but could not to the lesion. When the physician pushed the burr, the burr shaft deviated out of #1. Angiogram showed contrast media was leaking outside the vessel. To stop bleeding, catheters were delivered to the spot and a stent graft was embedded. The procedure was resumed, a stent was deployed on the lesion, and the blood flow was restored.